Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 05/01/2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. The complaint device was not returned for evaluation and data was not provided. The reported complaint of inaccuracies cannot be confirmed. A root cause could not be determined. There was no report any injury or medical intervention. No additional event or patient information is available.